Event description:
A report was received that the patient underwent an explant procedure due to suspected infection at the pocket and midline incision sites. The patient was experiencing flu-like symptoms and headache. During the explant procedure, the wounds were cleaned. The physician does not believe the infection was device related. The patient was doing well after the procedure and was on antibiotic therapy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.